Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii-IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left-side capsular contracture baker grade iii-IV. Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: wear abrasion, white particles and was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health professional confirmed the capsular contracture was baker grade IV.